Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and open properly. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. The probable root cause is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure; the jaws of the vessel sealer extend (vse) instrument malfunctioned. The jaws of the vse instrument were not moving as the surgeon commanded. The functionality was not what was expected or intended. The jaws of the vse instrument would not open/close appropriately. The user completed the procedure, and no known impact or patient consequence was reported.